Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected. Article citation: "persistent extranodal marginal zone lymphoma (mzl) in the capsule of a re-explanted silicone prosthesis following breast implant-associated anaplastic large cell lymphoma (bia-alcl)." Har-shai lior, har-shai yaron, metanes issa, bryzgalin leonid, hassan samer, sabo edmond, preis meir. Imaj. Vol22. February2020.

Event description:
Journal article: persistent extranodal marginal zone lymphoma in the capsule of a re-explanted silicone prosthesis following breast implant-associated anaplastic large cell lymphoma. Lior har-shai, yaron har-shai, issa metanes, leonid bryzgalin, samer hassan, edmond sabo and meir preis. Israel medical association journal, volume 22 (2) 130-131. Hcp reported "bia-alcl and persistent extranodal marginal zone lymphoma." Device was explanted and replaced. Markers of cd30+ or alk- have not been confirmed.